Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the sram and reconfigured the system. The system was tested and is operating as intended.

Event description:
The customer reported that the 9600 system displayed a check sum error message. No pt injury was reported.